Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, another supplemental report will be filed.(B)(4)

Event description:
The pump was released from the site and returned on 10/6/2015.

Manufacturer narrative:
Device evaluation: the device was subjected to internal and external inspection, flow testing, and helium leak testing. The reported issue was confirmed, however the device primed and flowed per specification. (B)(4).

Manufacturer narrative:
Once the device is returned and investigated, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient was not receiving adequate pain relief. During the drug removal step of the refill procedure, the nurse reported a sluggish back pressure from the pump reservoir. The reservoir volume was checked and matched the expected amount of medication. The pump was explanted on (B)(6) 2015 and will be returned for investigation.